Manufacturer narrative:
The meter was returned for investigation. The meter could not be turned on. A visual examination of the meter was performed. The battery contacts and circuit board are contaminated by liquid (leaked battery) which has penetrated/corroded solder contacts. This affects the battery contacts on the circuit board causing the complained issue. The presence of the liquid would indicate a handling error of the device. Medwatch fields d9. And h3. Have been updated.

Manufacturer narrative:
The customer's meter was requested for investigation and a replacement meter was sent to the customer. UDI number = (B)(4). The occupation is lay user/patient.

Event description:
It was reported that there was an issue with the display of coaguchek xs meter serial number (B)(4). The meter display is faint and only half of the display could be read even after changing the batteries. The user attempted to perform a full screen display, but the display was not able to be read as only half of the display appeared. The issue impeded the user's ability to read the results field of the meter.